Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and data log reviews. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Cell-dyn 3700, list number 02h31-01, sn (B)(4), transmitting one patient result eight times with eight different patient identification numbers. The 8 patient results submitted showed the samples were run on (B)(6) 2015 between 12:53 to 14:26, and were identified as (B)(6). The datalog showed that correct results were generated for each of these 8 patient samples. The result data for (B)(6), was run on (B)(6) 2015 at 14:28. The result of (B)(6) was transmitted in the laboratory information system (lis) 8 times but was assigned to 8 different patient identification numbers. The cell-dyn 3700 transmit log was not submitted because it was not available. The actual data sent by the cell-dyn 3700 instrument data station could not be verified. Due to the missing transmit log data from the cell-dyn 3700 data station, the exact cause of this incident was undetermined because the communication was unable to be verified between the cell-dyn 3700 and the lis. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed the cell-dyn 3700 analyzer transmitting one patient result eight times with eight different patient identification numbers. The 8 patient results submitted from cell-dyn 3700 sl, list number 02h31-01, serial number (B)(4), showed the samples were run on (B)(6) 2015 between 12:53 to 14:26, and were identified as seq. 1295 to seq. 1349. The datalog showed that correct results were generated for each of these 8 patient samples. The result data for seq. 1351, specimen ID (B)(6), was run on (B)(6) 2015 at 14:28. The result of seq.1351 was transmitted in the laboratory information system (lis) 8 times but was assigned to 8 different patient identification numbers. The data from the lis showed the complaint incident; however, the cell-dyn 3700 transmit log was not submitted because it was not available. The actual data sent by the cell-dyn 3700 instrument data station could not be verified. Due to the missing transmit log data from the cell-dyn 3700 data station, the communication between the cell-dyn 3700 and the lis could not be verified.